Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on 03/11/2016 to report that on (B)(6) 2016, the patient experienced a loss of connection between receiver and transmitter. Patient reported after seeing signal loss, they inserted second transmitter. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional d10: device available for evaluation - additional h2: additional information/device evaluation h3: device evaluated by manufacturer - additional h6: event problem and evaluation codes - additional.

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the test failed. The reported event of a loss of connection was confirmed. The root cause was determined to be a defective transmitter.

Manufacturer narrative:
(B)(4). B5: b5: describe event or problem - correction. G7: type of report. H2 type of follow up - correction. This supplemental MDR with follow-up #01 is being submitted to correct the g7 type of report follow-up number, which was previously submitted as follow-up #02 on wed may 25 18:23:48 edt 2016 with MFR# 3004753838-2016-42188. The ack3 was received on wed may 25 18:23:48 edt 2016 with coreid: (B)(4).

Event description:
This supplemental MDR with follow-up #01 is being submitted to correct the g7 type of report follow-up number, which was previously submitted as follow-up #02.